Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under - conclusion code.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that a patient death occurred. Explanted product with no patient information was received to medtronic. Multiple communication attempts were made to the patient's medical center to inquire about the patient's primary, secondary cause(s) of death. This event is being reported due to no finite identified cause of death, with date of device implant and date of death spanning less than one year apart.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.